Event description:
It was reported that the product package was not sealed. The issue was found prior to use.

Manufacturer narrative:
This report is being filed as a corrective action to an observation on FDA form 483 dated july 25, 2012, for bard medical division. Received the inflation device in its original packaging. Visual inspection noted that the tray was opened upon receipt of the sample. The tyvek lid had been peeled open. Examination of the tyvek/tray package noted what appeared to be sufficient tyvek transfer around the sealing surface of the tray. The transfer appeared consistent with no gaps, voids or thin spots. No inconsistencies were noted when the remainder of the tyvek was peeled away from the tray. It is not possible to determine when the lid was peeled open from the tray. It is not likely this product was placed into the box in this condition. There are inspections in place to verify each lid is sealed prior to placing in the cartons. There are no forces that could occur while in the carton that could cause the lid to peel open as displayed with the sample. The cause of the lid to be peeled open cannot be determined. However, this did not occur in normal production or shipping/distribution. The device history record was reviewed and found nothing that could have contributed to the reported event. The instructions for use state in the precautions section: "before use, inspect the device to verify that no damage has occurred during shipping and handling." (B)(4).